Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed and the customer reported an insulin flow blocked alarm and was unable to troubleshoot at the time of the call no harm requiring medical intervention was reported. Mmt-1712kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Unit was successfully downloaded using thus software. The adapt tool was utilized to look for relevant alarms recorded in the past, near, or on event date that may confirm customer's concern. During download history review, no relevant alarms were noted to confirm concern. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay at select button, and scratched case in summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No unexpected alarms noted during testing or download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.